Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the monopolar curved scissors instrument coagulation did not work. A backup instrument of the same kind was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer declined to release patient demographics.

Manufacturer narrative:
Based on the claim against the product by the customer noting a coagulation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a monopolar conductor wire broken at the proximal main tube. The housing was removed for inspection. No insulation damage and no thermal damage was observed. The electrical continuity test was performed and failed. The complaint regarding coagulation not working was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause of the conductor wire being broken on the proximal end is attributed to manufacturing. This complaint is considered a reportable event due to the following conclusion: the monopolar curved scissors instrument had conductor wire damage. The broken conductor wire has potential for electrical discharge to the bedside assistant. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.